Manufacturer narrative:
1. The customer returned 3 photos, no defective sample. The photos show that the sku is 383061, the batch code is 3108541, the top of smartsite is leaking. 2. DHR/bhr review (lot#: 3108451): 1) this batch of products were assembled at intima ii auto line 4 in june 2023, and packaged at r245 package line in june 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the smartsite batches used in this batch of products are 22128723, 22128619, review the incoming inspection results, no abnormalities. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch. The leakage test is passed, and no leakage is found at the top of smartsite. 4. This product (sku 383061) has never been declared to be used for high-pressure injection. Due to the forcing of liquid through the product during high-pressure injection may cause damage to the product. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show the top of smartsite is leaking, the root cause of this defect cannot be confirmed as no defective sample is received for further testing and analysis.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in ss prn slm npvc leaked. The following information was provided by the initial reporter, translated from chinese to english: on 2024.1.15 at about 2:30 p.m., the nurse left a 20g red indwelling needle in the patient's right hand. The technician in room 8 connected the y-side heparin cap end of the needle to an extension tube, and the high-pressure syringe injected uvexin contrast agent at a rate of 2.8 ml/s. The contrast agent was ejected out of the blue anti-high-pressure port of the straight tube, which made it impossible to perform the examination. Immediately, the medical staff disassembled the new indwelling needle to replace the blue anti-high-pressure port (which can be rotated and unscrewed), and re-injected the contrast agent to successfully perform the injection and complete the CT examination.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.